Event description:
A customer reported occlusion during the sculpting phase of a phacoemulsification cataract surgery. The tip was exchanged but the occlusion persisted. The cassette was exchanged and the occlusion was solved. There was no patient harm. Additional information has been requested but not received to date.

Manufacturer narrative:
A supplemental medical device report (smdr) # 2 is being filed to correct the date on the prior filed initial/supplemental report. Incorrect date of (B)(6) 2015 is being corrected to (B)(6) 2015.(B)(4).

Manufacturer narrative:
Evaluation summary: review of the device history record (DHR) indicates the order was built to specification. The returned sample was visually inspected and no obvious defects were observed. The sample was tested using a system console, with a current version of software. The sample was recognized and primed successfully. The maximum vacuum, as well as the irrigation and aspiration flow rates were within specification. Neither leakage, nor occlusion was detected from the tubing insertion to the fittings and to the cassette. The sample functioned per specification. The root cause of the complaint could not be established; the returned sample met specifications.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).